Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced a skin infection with symptoms of skin reddening at the adc device insertion site. The customer went to the hospital where they had contact with a healthcare professional (hcp) who diagnosed the customer with sepsis. Adc customer service had contact with the customer's wife on (B)(6) 2026 but they were unable to provide information on the treatment that the customer received and reported that the customer is still in the hospital. Adc customer service attempted to contact the customer's wife again to get an update on the customer's condition but was unsuccessful. There was no report of death or permanent impairment associated with this event.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced a skin infection with symptoms of skin reddening at the adc device insertion site. The customer went to the hospital where they had contact with a healthcare professional (hcp) who diagnosed the customer with sepsis. Adc customer service had contact with the customer's wife on february 24, 2026 but they were unable to provide information on the treatment that the customer received and reported that the customer is still in the hospital. Adc customer service attempted to contact the customer's wife again to get an update on the customer's condition but was unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this incident are the adhesive, including the adhesive irritating the user¿s skin, or misuse, including improper site selection and repeatedly using the same application site to place the sensor. These conditions are mitigated through the freestyle product labelling. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.